Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia, the device's seal was damaged. Scrub technician opened the device and it was broken. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the optical trocar and lens appeared intact. The cannula, fixation trocar, circular were received. The envelope seal was stretched and open. The white gasket seal for the trocar was disengaged and not received. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. The port failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.